Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an strips were mishandled by the investigative unit.

Event description:
Caller reported blood glucose results of 103 mg/dl on compact plus system 1, 206 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is compact plus system 1, medwatch with (B)(6) is compact plus system 2.